Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had longevity dropped of five years in a span of two years. Moreover, engineering analysis was performed and result showed that this pacemaker power consumption has been increasing during the past year and is expected to continue to increase. It was then advised to replace device and return it for a detailed analysis. To date, the device remains in service. No adverse patient effects were reported.